Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient experienced horrible pain and believed that a nerve was hit when the trial lead was placed. The patient had an immediate relief when the lead was removed. No further information could be obtained.